Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were unresponsive on the insulin pump. It was also found the insulin pump was navigating through screens without button pressing from the customer. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. The insulin pump tested with no display anomaly noted. The insulin pump was unable to confirm broken belt clip due to insulin pump received without the original belt clip. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted.